Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrovideoscope exhibited foreign material in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the foreign material remained in the device caused the malfunction. The foreign material was not identified and likely remained in the device because reprocessing could not be completed at the facility before they send the device to olympus. The instructions for use states the prevention methods associated with the event in "chapter 6 compatible reprocessing methods and chemical agents" and "chapter 7 cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.